Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: hole in filter. Time of device issue: after procedure. Adverse event: none. It was reported that after a successful carotid procedure, the rx accunet 3-in-1 filter was removed from the anatomy without incident. After removal of the filter, a "very little hole" was noticed in the filter. Reportedly, there was no resistance when collapsing the filter in the recovery catheter and the filter did not come in contact with the stent during recovery. There was no adverse patient effect. No additional information was provided.